Event description:
Additional information indicated that electrode 1 was "still at 10000 ohms" after replacement.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37083, serial# unknown, explanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that the impedance was more than 10,000 ohms on all four electrodes six months prior to the report. The extension was explanted on (B)(6) 2013 and replaced and the system was working again. It was noted that "something had happened with the extension." After replacement, "new impedance" was done and reprogramming was done to optimize the stimulation. It was noted that when there was no stimulation, the patient used a tens device to cover the pain. The patient suffered no injury or adverse event. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.